Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured before expansion. The balloon was removed from the patient's body without any problem by normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.